Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. This report is for one (1) unknown vertebral body replacement - expandable: synex. Part#, lot# and UDI # is not available. Date of implant is unknown. Device remained implanted. Device was not explanted. Device is not expected to be returned for manufacturer review/investigation. Initial reporter phone number was not provided. This report is for one (1) unknown vertebral body replacement - expandable: synex. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: jung-hee lee (2017) comparison of the posterior vertebral column resection with the expandable cage versus the non-expandable cage in thoracolumbar angular kyphosis. Clinical spine surgery, volume 30(4), pages e398-e406. (B)(6). The aim of this study was to compare the radiographic and clinical results of anterior support with non-expandable cage with those of expandable cage. This is a retrospective review of a study performed between 2006 and 2011 where a consecutive series of 42 patients, 15 male and 27 females, underwent posterior vertebral column resection. The patients had a mean age of 65.3 ± 10.9 years. The subjects were classified into the 2 groups according to the surgical methods - 20 patients underwent anterior support with a non-expandable titanium cage (mesh cages; medtronic sofamor danek, (B)(4)) and 22 patients had expandable titanium cage (synex; synthes, (B)(4)). In the expandable titanium cage (synex; synthes, (B)(4)) group, there were 22 patients, 10 male and 12 female patients with mean age of 67.2 ± 11.0 and a had mean follow up period of 37.1 ± 7.7 months. The clinical outcomes were compared between the 2 groups based on radiographic findings, neurological status, and complications. Intervertebral heights and kyphosis at the level of vertebral column resection were used to measure the radiographic outcomes. The mean follow-up period was 36.4 ± 7.1 months (range, 28¿54 mo). Two patients had postoperative pneumonia treated successfully with respiratory therapy and antibiotics. (It is unknown if the patient belonged to the non-expandable cage group or the expandable cage group) one patient had pleural effusion requiring chest tube insertion. Patient was successfully treated. (It is unknown if the patient belonged to the non-expandable cage group or the expandable cage group) one patient was identified with postoperative infection, treated by debridement drainage and antibiotic without a wound washout. (It is unknown if the patient belonged to the non-expandable cage group or the expandable cage group) four patients of the expandable cage group developed cage subsidence into the surrounding vertebral body arising from the intraoperative damages to endplates. But these patients presented with no notable findings of cage subsidence. Four patients of the expandable cage group experienced screw loosening. Patient 24 ¿ (B)(6) male with tuberculous kyphosis had kyphosis degree of 22.6, 9.0 and 90.0 at pre-operative, immediately post-operative and at 30-month follow-up observation respectively. Patient had loss of kyphosis correction of -67.4 degree as the kyphosis degree increased to 90.0 at 30 month follow up. This report is for an unknown vertical expandable prosthetic titanium rib (veptr) this report is for one (1) unknown vertebral body replacement - expandable: synex for kyphosis. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.